Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the right atrial and right ventricular lead. Lead revision was discussed.

Event description:
New information received indicated that the both right ventricular and right atrial leads were explanted and replaced. The extraction procedure was without complications. No perioperative status change from normal for the patient.

Event description:
Related manufacturer reference number: 2938836-2019-05474. New information received indicated that a fracture was noted on both the right atrial and right ventricular leads.

Manufacturer narrative:
Additional information - the reported events were ¿lead noise and fracture¿. The reported event of ¿lead noise¿ was confirmed while the reported event of ¿lead fracture¿ was not confirmed. A complete lead measuring 67.7 cm was returned in one piece for analysis. One lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted 22.2 cm to 22.4 cm from the connector pin. The other damages noted on the lead were consistent with procedure damages. Short was noted between conductors due to explant damages. The cause of the lead noise was isolated to this lead-to-can external insulation abrasion.